Manufacturer narrative:
Product ID: 3389s-40, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the 400 hotline regarding a patient who was implanted with a neurostimulator. It is unknown who initially reported the event to the 400 hotline; follow-up is being conducted to obtain clarification. It was reported that during the procedure on (B)(6) 2018, the patient began to hemorrhage, so the lead(s) were replaced. It is unknown if one or two leads were implanted and replaced so follow-up is being conducted to obtain clarification. The cause and what troubleshooting that was performed related to the event was stated to be unknown. It was then confirmed that the hemorrhage had been stopped, but the patient remained in observation. The hospital was in possession of the device(s) and it was unknown if it/they will be returned. The event was considered resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the manufacturer representative (rep) was the first person to report the event.